Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter is having issue where pattern log reverting to pattern alert set-up mode. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter is having issue where pattern log reverting to pattern alert set-up mode. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.